Event description:
A peritoneal dialysis pt reported that at the end of the last treatment, he noticed fluid on the pumps when removing the cycler set. There is no report of pt ill effect. There is no sample available for evaluation.